Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during da vinci-assisted right hemicolectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report error on universal surgical manipulator (usm)4. System logs confirmed usm 4 errors. Tse walked the customer through multiple hard reboots / epos of the patient cart with no change. Usm was disabled. Site proceeded using 3 usms for the procedure. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection the rolling loop was found to be wavy. The usm was installed onto a golden system and failed normal mode triggering 319. The usm was then installed onto a patient fixture test platform (pftp) where the unit failed the fiber test pointing to the parallelogram assembly. Once tested was completed, parallelogram fiber was aba tested and was verified to be the source of the fault. As a result of these findings failure analysis was able to conclude the parallelogram fiber assembly was found to be the root cause of the of the reported event.